Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Got the head of the brushhead in mouth because it broke off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown and suddenly got the head of the oral-b brushhead, version unknown in his mouth because it broke off. No symptoms developed. (B)(6) 2015 received follow-up email from consumer: it was clarified that the consumer used the oral-b flexisoft brushheads. No further information was provided. (B)(6) 2016 received follow-up email from consumer: the consumer reported that he had scratched the grey oral-b logo on the brush quite hard with a coin and the logo was not removed. No further information was provided.